Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: investigators were unable to confirm or duplicate the original complaint; during testing, all keypad buttons were responding appropriately. The keypad cover was removed and no damage was observed. Unrelated to the original; complaint, the display screen was noted to be dim and discolored.